Manufacturer narrative:
G1 - contact office region state: correction h3 and h6. Codes: updated. Device evaluation: received one (1) used product. One (1) customer video was returned with the customer rocking the breathing filter from two separate breathing circuits, showing that one is tightly fitted while the other is loosely fitted. No damage or anomalies observed on the returned product. To replicate clinical use, the blue filter was fitted onto the breathing circuit fully, and it was observed to fit snugly. A dimensional analysis was conducted on the breathing filter (male) and t connector end. The product measures within the listed specifications. The complaint of disconnection could not be confirmed nor replicated. A device history record review could not be performed as the lot number was unknown.

Event description:
It was reported during the surgery, the breathing filter on the snake tube came off. There was no feeling of looseness, but with the current specification, the looseness occurs noticeably more often. The event occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: date of event is unknown. The primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.